Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited multiple high out of range (oor) pacing impedance measurements of greater than 2000 ohms. Surgical intervention was performed and the rv lead was observed to have not been fully inserted into the header of the device, however manipulation did not give way to any oor measurements. A new rv lead was implanted with this device, which continues to remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.